Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead bipolar lead impedance was out of range. It was further reported that the patient "took a blow to the area of his implant" and a lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.